Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.

Event description:
New information received indicates that the interrogation of the implantable cardioverter defibrillator (ICD) was completed via inductive telemetry and no further intervention was performed.